Manufacturer narrative:
Additional information: the returned remover was evaluated. The shaft was found bent as reported. Although it cannot be conclusively determined, the cause of this failure may be attributed to patient hard bone, which led to overpowering of the mechanical properties of this device. A review of the manufacturing records did not identify any issues which wold have contributed to this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. (B)(4).

Event description:
It was reported that a driver tip broke and a screw remover stripped while removing a previously implanted screw to address next level disease progression. The procedure was completed using an alternative instrument. There were no reports of patient injury associated with this event. This is report two of two for this event.